Manufacturer narrative:
The device was returned to olympus for evaluation. Upon evaluation of the returned device, the complaint was confirmed as significant force was required to deploy the needle. Based upon the reported failure, it is known that a significant amount of force is required to overcome this resistance and as a result often the laser-cut hypotube (lch) becomes ejected. Per the device instructions for use (IFU), "if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope." Device history record review did not identify any anomalies in manufacturing that contributed to this failure. No definitive root cause could be identified. Olympus will continue to monitor complaints for this device through regular trending activities.

Event description:
It was reported that during a procedure, the needle was hard to deploy and punctured the endobronchial ultrasound (ebus) scope.

Manufacturer narrative:
This supplemental report is being submitted to provide the unique device identifier (UDI) number and manufacturing date.